Event description:
This is a spontaneous report by a consumer from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, a break in aseptic technique occurred described as a patient mistake and did not wear a mask. On (B)(6) 2010, the patient experienced peritonitis that did not require hospitalization. On (B)(6) 2010, the patient began remedial therapy with fortum (250mg, twice daily, ip). It was unknown whether the peritonitis resolved. The consumer reported that the cause of the peritonitis was a break in aseptic technique. It was not reported whether the patient was retrained in aseptic technique. Dianeal pd2 ultrabag therapy was ongoing, as was remedial therapy with fortum. The consumer considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy, but was related to a break in aseptic technique. The consumer did not provide a causality statement for the event of a break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.